Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via email that the reservoir compartment¿s retainer had come away from the insulin pump. The customer¿s blood glucose level was 6.9 mmol/l. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received with missing reservoir tube o-ring, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, minor scratches on case and minor scratches on lcd window.